Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after approximately 4 years of service. The device declared eri due to an extended charge time of 20.2 seconds. The field questioned if this device depleted prematurely. A boston scientific crm technical services (ts) consultant discussed that this could be determined during analysis, following explant. To date, there have been no reported patient symptoms associated with this clinical observation.